Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: when received for analysis the pre-repair temperature testing could not be completed; the unit was not running when received. The motor/cable bearings, seals and other parts were replaced due to saline causing corrosion. The item was tested and passed to manufacturing specifications.

Event description:
It was reported that the device was overheating. There was no patient impact. The procedure was completed with another device.